Manufacturer narrative:
An x-ray was taken of the patient that was present during the time of the reported event however the tip of the instrument was not observed. The user facility could not confirm if the tip of the rumi handle fell on the floor or if the tip was off before the instrument was used. The user facility has possession of the instrument and therefore it cannot be evaluated. The device subject of the reported event is a rumi handle. We are not the device manufacturer although we do perform repairs on this facility's devices. A follow-up report will be submitted if additional information becomes available.

Event description:
The user facility reported that during a patient procedure the tip of the rumi handle broke off.